Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There were no allegations against the device as it was reported that there was nothing wrong with the device rather the valve was not a good fit for the patient's anatomy due to the patients heart defect. (B)(4).

Event description:
Medtronic received information that post implant of this bioprosthetic valved conduit, a physician review of the post-operative echocardiogram noted that due to the patient's anatomy the device was not a good fit and was subsequently explanted. The surgical approach was then changed from a rastelli to a bidirectional glenn for this patient's specific anatomy. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.